Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. The customer's blood glucose was unknown. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer stated that the alarm occurred after a battery change. The customer also mentioned that there were buttons on the insulin pump that were unresponsive. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.